Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. Root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® winged safety push blood collection set, the device experienced blood splatter or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: "customer is transitioning to bd push button; they started ordering and using before we could host training. Phlebotomist encountered an issue when the needle retracted there was leakage out the top of the device."

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® winged safety push blood collection set, the device experienced blood splatter or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: "customer is transitioning to bd push button; they started ordering and using before we could host training. Phlebotomist encountered an issue when the needle retracted there was leakage out the top of the device."